Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Insulin pump received with cracked case. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify pump errors due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error which was cleared. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.